Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient experienced irritation since the anchor had moved slightly. It was determined that a suture around an anchor had broken. The patient underwent a procedure wherein the physician re-secured the anchor and the patient was doing well postoperatively. No device malfunction was suspected.